Event description:
It was reported that they had experienced high blood glucose levels. Blood glucose level at the time of incident was 32.8 mmol/l and the current blood glucose level was 23.9 mmol/l. The reported symptoms due to high blood glucose like headache, thirst. Customer had been using insulin pump within 48 hours of reported. The auto mode feature was active at the time of incident. The troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.